Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and during troubleshooting fse found that the power button on the host pc must be manually pushed to turn on due to failed cmos battery. Fse replaced host pc and installed new license file to resolve the issue. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.